Event description:
Patient reported right side rupture discovered by MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted rupture. Patient later reported upon removal the device was found to be not ruptured. This record is un-reporting